Event description:
Report of tubing separation rec'd. The pt was to receive an unspecified daily dose of tpn through a groshong central line. After several hours of infusion, pt awoke during the night and found the pump and backpack were saturated with tpn (amount of leakage not available). The customer reports that the IV tubing "appears to be separated right below the cartridge underneath the blue foil." No further info was available as to other nutritional sources for the pt, but no add'l doses were ordered as a result of this event. No adverse pt harm was reported. No other info was available.